Manufacturer narrative:
The blade subject to this MDR was returned for eval. It was visually confirmed that the blade broke at the weld between the blade and the shank. Mfg records were reviewed, no issues were identified which may have contributed to this event. The root cause is undetermined.

Event description:
It was reported that during a mandibular osteotomy procedure, the blade broke at the weld between the blade and the shank. It was also reported that an additional two blades broke during the same surgical procedure; all broken pieces were retrieved from the surgical site. It was further reported that there was no adverse consequences as a result of this event, another blade was available and the procedure was completed successfully.